Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient might had touched the tip of transfer set which led to peritonitis&#56224;the peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for the peritonitis event. On the same day, the patient was treated with ciprofloxacin and cefazolin (doses, frequencies and routes not reported) as a treatment for bacterial peritonitis. Fourteen days later, antibiotic therapy was discontinued; the patient was recovered from the peritonitis event and was discharged from the hospital. Dianeal therapies were ongoing. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.